Event description:
Patient reported that the motor, that retracts the device's piston rod, continued running although the piston rod had fully returned. No error messages were generated by the device. Patient's blood glucose was not affected and no treatment was received.